Manufacturer narrative:
This lead was explanted and was not returned; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high pacing impedances measurements out of range and loss of capture (loc) on the right atrial (ra) lead. High capture thresholds were also noted. Technical services (ts) recommended to have a lead revision. This product remains in service. No adverse patient effects were reported. Additional information was received stating this ra lead was explanted and replaced. This product is not expected to be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited high pacing impedances measurements out of range and loss of capture (loc) on the right atrial (ra) lead. High capture thresholds were also noted. Technical services (ts) recommended to have a lead revision. This product remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.